Event description:
During post-dilatation of a stent deployed between the common iliac artery and the external iliac artery, the balloon ruptured at 4 atmospheres. The vessel was moderately tortuous. The product withdrawn from the patient and another unknown balloon catheter was used to successfully complete the procedure. There was no report of patient injury. As per the reporting affiliate, no additional patient or procedure-related information is available. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.